Event description:
The customer reported to customer service that his wife had seen sparking from the wires of her transformer for her pump in style breast pump which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported to customer service that his wife had seen sparks from her transformer. He did not report of any injury. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.